Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the screw was damaged during the repair surgery for the patient¿s skull defect. The screw was replaced and there was no injury to the patient.

Manufacturer narrative:
One screw was returned. The head of screw was damaged and broken off. It is unknown how or when this damage occurred. The instructions for use that accompany the device state that disassembly, bending, or breakage of any or all timesh components can occur. Damage to the head of the screw may occur when the screw is improperly engaged with the driver blade, particularly if the driver blade is dull. If information is provided in the future, a supplemental report will be issued.